Event description:
It was reported that the patient presented to the emergency room experiencing pre-syncope. Upon review, unspecified ventricular oversensing leading to pacing inhibition and pauses were noted on the ventricular lead. The device was reprogrammed. The patient status was unknown.